Event description:
A hospital in (B)(6) reported that the iw930 cosycot infant warmer was not heating up enough as the unit only reached 22-23 degrees celsius. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint power pcb is not expected to be returned to fph (B)(4) for investigation as the complaint device was destroyed by the hospital. Our analysis is accordingly based on the information provided by the hospital. Fisher & paykel healthcare requested further information from the hospital in reference to this complaint, however no further information was received. Results: the hospital was able to confirm that a new power pcb was installed in the unit and the issue was resolved. A lot check revealed no other complaints of this type for lot 040423. Conclusion: there are several possible failures that could cause the fault stated in the event description. Without the complaint device, it is not possible to draw any reasonable conclusions as to the root cause of the fault.

Event description:
A hospital in (B)(6) reported that the iw930 cosycot infant warmer was not heating up enough as the unit only reached 22-23 degrees celcius. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regards to the complaint device. We will provide a follow-up report once we receive the complaint device and have completed our investigation.